Manufacturer narrative:
Pending engineering evaluation.

Event description:
A total anatomic shoulder was converted to a reverse due to rotator cuff degradation.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of rotator cuff degradation. The surgeon had "no reported issues" with the components.

Event description:
A total anatomic shoulder was converted to a reverse due to rotator cuff degradation.